Manufacturer narrative:
At this time reader has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was restored to storage state and activated with a known good reader to receive first 5 ble (bluetooth low energy) packets and first 5 ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. If the partial product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced spasms, foaming at the mouth, lockjaw and had loss of consciousness. The customer was unable to self-treat, requiring treatment with juice and glucose provided by third-party. It was also reported the customer subsequently required additional treatment receiving glucose (IV) at a medical facility and was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported, with the adc device. Customer experienced, a signal loss. And was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level. And experienced spasms, foaming at the mouth, lockjaw and had loss of consciousness. The customer was unable to self-treat, requiring treatment with juice and glucose provided by third-party. It was also reported, the customer subsequently required additional treatment receiving glucose (IV) at a medical facility. And was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.